Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by ¿the tissue attached to the mesenteric vein, causing a rupture of the vein¿? Can more information be provided? Is it alleged the device was sticking to the mesenteric vein or surrounding tissue that caused the rupture? Is the surgeon stating the tissue had adhered to the jaw of the instrument? Does the surgeon recall if there was tissue sticking on any of the previous activations? At what point in the surgery did the rupture occur? Approximately how long in minutes or number of activations was the device used up to this point of rupture of the vein? Was there an alleged deficiency of the device that caused or contributed to the bleeding? Was the device continuing to be used after the bleeding and conversion to laparotomy occurred? What attempts were made to control the bleeding laparoscopically prior to the decision to convert to the laparotomy? After the conversion, how was the bleeding stopped? Did they need to clean the original enseal device at any point in the case? If yes, how did they clean it? What is surgeon¿s prior experience using this enseal device? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gastrectomy surgery, the tissue attached to the mesenteric vein, causing a rupture of the vein, causing a lot of bleeding. It had to be converted to laparotomy to stop the bleeding.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. Additional information was requested and the following was obtained: 1. What is meant by ¿the tissue attached to the mesenteric vein, causing a rupture of the vein¿? Can more information be provided? During the total gastrectomy procedure, while the surgeon was sealing and cutting, the tissue tended to adhere to the jaws of the instrument. After each activation (seal and cut), a small amount of tissue remained stuck to the jaws. After several minutes of continuous use, while working near the mesenteric vein, some tissue adhered to the device. When the instrument was withdrawn, this adhered tissue caused traction on the mesenteric vein, resulting in its rupture. 2. Is it alleged the device was sticking to the mesenteric vein or surrounding tissue that caused the rupture? The tissue adhered to the surrounding tissue, which caused the rupture of the vein. 3. Is the surgeon stating the tissue had adhered to the jaw of the instrument? Yes. The surgeon reported that the tissue adhered to the jaws of the instrument after cutting and did not detach completely or immediately. 4. Does the surgeon recall if there was tissue sticking on any of the previous activations? Yes. The surgeon mentioned that in previous activations, the same situation occurred ¿ the tissue did not detach immediately after cutting. 5. At what point in the surgery did the rupture occur? After several minutes of use, while sealing and cutting the lymph nodes around the stomach. 6. Approximately how long in minutes or number of activations was the device used up to this point of rupture of the vein? A total gastrectomy is a long procedure lasting approximately three hours. The rupture occurred after around two hours of surgery. 7. Was there an alleged deficiency of the device that caused or contributed to the bleeding? No specific deficiency was identified. However, the surgeon stated that this situation frequently occurs with this device model, indicating that it is not suitable for long procedures because the tissue tends to stick to the jaws ¿ something that, according to the surgeon, does not happen with devices from other brands. 8. Was the device continuing to be used after the bleeding and conversion to laparotomy occurred? No. The surgeon instructed that the device be discarded and replaced with another brand. 9. What attempts were made to control the bleeding laparoscopically prior to the decision to convert to laparotomy? Attempts were made to seal the vessel again and to control the bleeding using sutures. 10. After the conversion, how was the bleeding stopped? The bleeding was controlled using a vessel sealer from another brand and additional sutures. 11. Did they need to clean the original enseal device at any point in the case? If yes, how did they clean it? Yes. Since tissue adhered to the jaws during the procedure, the instrument was cleaned periodically using a moist gauze. 12. What is the surgeon¿s prior experience using this enseal device? The surgeon has extensive experience performing laparoscopic procedures and using vessel sealing devices, including enseal. He is considered a reference surgeon within the hospital. 13. What is the patient¿s current status? En: although a blood transfusion was required during the surgery, the patient recovered well and was discharged without complications. Corrected data: h6 health effect - clinical code, health effect - impact code, medical device problem code.